Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010.

Event description:
During pt treatment with zyderm 1 in the "upper perioral lips", the needle disengaged totally after a needle change and product spilled. The needle from the package was used. No injury to the pt or injector. The syringe will not be returned to allergan medical.